Manufacturer narrative:
Updated: d9, h6, h11. Corrected: d8. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported ceramic tip damaged issue could not be determined, as the device was not returned to olympus for evaluation, however, the damage was likely thermally and or mechanically induced as a result of an impact due user handling/mishandling and or wear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a preparation for use, the inner sheath¿s ceramic tip was damaged. There were no reports of patient harm.